Manufacturer narrative:
Customer reported that their AED will not power on. Customer stated that the battery does nothing. The customer stated that they needing to order new pads since they expire at months end. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
Customer reported that their AED will not power on. Customer stated that the battery does nothing, and it will not turn on. They did not report that this event occurred during patient use.

Manufacturer narrative:
Analysis of the log files from the AED did not identify a cause for the AED not powering on. The log file showed the AED operated as designed.